Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, while the reported difficulty removing the lock line appears to be the result of the reported knot, a definitive cause for how the knot formed could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report that resistance was felt during removal of the lock line due to a knot; therefore, the lock lever chamber was broken and the knot was cut, which is considered intervention to prevent serious injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. After grasping, the lock line was flossed without issue. When the lock line began to be removed, resistance was felt, and a knot was observed in the lock lever chamber. The lock lever chamber was broken to expose the knot, and the knot was then cut so the lock line could be removed. Two clips were implanted, reducing the mr to 1-2 with a good patient outcome. No additional information was provided.